Event description:
The pt was revised because the head was oversized. During surgery, it was discovered the stem was loose.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info states the pt was revised to down size the global ap head, implanted with a smaller head. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.